Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, multiple stored episodes of oversensing due to ventricular lead noise were observed. The patient&#38112;condition was good. No intervention was reported.